Event description:
The patient experienced a problem with recharging. He had to recharge in two intervals last weekend due to the antenna getting too hot over skin. He recharged for one hour and then the antenna got hot. He also had light clothing on over recharger. Additional information has been requested.

Manufacturer narrative:
(B) (4).